Manufacturer narrative:
A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the iiib endoleak of the bifurcated stent graft, type iiia endoleak at the right iliac artery with complete component separation, and a secondary endovascular procedure events were confirmed. During the investigation, clinical was unable to identify the contributing factors due to a lack of the relevant medical information. Procedure related harms of this event could not be determined with the medical records available for review. However, the event is most likely device-related due to the use of strata material. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata. Correction: h6: method code; remove 4119.

Event description:
The patient was initially implanted with a bifurcated stent graft and three (3) limb stent grafts to treat a bilateral iliac aneurysm. This initial procedure is outside the indications of use due to the absence of an abdominal aortic aneurysm. Approximately 3.5 years post initial procedure, the aneurysm grew and an aorta infra-renal aneurysm occurred. A re- intervention was completed on (B)(6) 2019. The physician elected to implant a proximal extension to resolve this event. Now approximately 1 year post re-intervention, a type 3a and 3b endoleaks were reported. Another re-intervention was completed on (B)(6) 2020. The physician elected to implant another bifurcated stent graft and two (2) limb stent grafts to resolve this event. The patient was reported in good health. Note: the previous intervention was recently submitted under mr# 2031527-2020-00231".

Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; use, procedure, and/or anatomy relatedness to this adverse event/incident could not be evaluated. However, the most likely causation for the reported event is device-related due to the use of strata material. The final patient status remains unknown as this information was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and three (3) limb stent grafts to treat a bilateral aneurism iliac. This initial procedure is outside the indications of use due to the absent of a abdominal aortic aneurysm. Approximately 3.5 years post initial procedure, aneurism grew on aorta infra-renal occurred. A re- intervention was completed on (B)(6) 2019. The physician elected to implant a proximal extension to resolve this event. Now, approximately 1 year post re-intervention, a type 3a an 3b endoleak was reported. Another re- intervention was completed on (B)(6) 2020. The physician elected to implant another bifurcated stent graft and two (2) limb stent grafts to resolve this event. The patient was reported in good health. Note: the previous intervention was recently submitted under mr# 2031527-2020-00231.